Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response for the #1 and #2 keys, which was experienced during eval. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad with #1 and #2 keys not working. During baxter's eval it was discovered the #1 and #2 keys were intermittently operable. It was also reported there was no pt involvement.